Event description:
Customer reported that the laser was burning fibers.

Manufacturer narrative:
A call summary completed 01/02/2015 indicated that the laser used by the customer was in compliance with dornier specifications. Based on photos of the fibers provided, it is likely that the fibers were steam sterilized at a temperature exceeding the temperature parameters in the IFU document (270 f, 132 c) which could contribute to an adhesive failure causing a recessed fiber core and ferrule which changes the focal point of the laser and damages the connected fibers. The laser likely damaged the fibers due to user mishandling during reprocessing.